Event description:
The end user stated that company's known moldable wafer had off centered starter hole prior to use. The product was not used by patient. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 5a00141 was manufactured 04/jan/2025, in convex 2 pc line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 26/sep/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1156501 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Historical complaints review: on 26/sep/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 5a00141 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect and no additional complaints were identified. Historical nonconformance review: on 26/sep/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ defect for the lot number 5a00141 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: adhesive to convex disc centering (visual): the adhesive disc must be concentric with the convex disc within a margin of 2 mm. Picture frame srp: not less than (nlt) 0.504" (12.8mm), width of the srp left at any point on the picture frame. (Quality control (qc) tool) picture frame srp to convex disc centering: not less than (nlt) 0.040" (1.0mm) from the outer diameter of thermoformed disc to collar srp kiss cut inner diameter. (Quality control. (Qc) tool) frequency: hourly sample quantity: 5 samples. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis there have only been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 2.5% based on our process instruction (pi). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 2.5. To date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Conclusion: no photographs for this complaint issue. Therefore, it was not possible to conduct an investigation for the reported issue. A review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.